Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Upon visual inspection, there was no physical damage observed with the device except normal wear. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. Visual inspection, dimensional inspection, functional testing, and document specification review of the received device was performed. The complaint cannot be confirmed as the set screw was screwed into the poly-axial screw head and the set screw was finger tightened. A definitive root cause could not be determined why the customer experienced the reported problem. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities.

Manufacturer narrative:
Additional device product codes: kwp; kwq; mnh; mni; osh. Occupation: reporter is company employee. (B)(4). The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent original l5/s1 fusion surgery on (B)(6) 2017. On an unknown postoperative date s1 screws fractured and l5 screws loosened, which resulted in need for revision procedure on (B)(6) 2019 to remove broken screws and revise both l5 and s1 screws due to pain and dysfunction. This was a planned revision surgery. There was surgical delay of approximately fifteen (15) minutes to remove broken screws. No further information provided. Concomitant device reported: unknown rod (part # unknown, lot # unknown, quantity 1). This is report 6 of 6 for complaint (B)(4).